Event description:
The user of the suspect device said they could not get the device to eject the used lancet. They then accidentally stuck themselves trying to remove the lancet. The device was replaced and requested to be returned for evaluation.